Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented in clinic for follow-up. Device interrogation revealed loss of capture on the right ventricular (rv) lead. Chest x-ray was performed and revealed, the rv lead was dislodged. The lead was not able to be repositioned due to helix retraction and extension issues, so it was explanted and replaced. The patient was in stable condition before, during, and after the procedure.